Event description:
It was reported by dealer that the right front caster wheel is not touching the floor, that the bolt that connects the cross bar was loosened about 1/8 of a turn but that did not help. The customer said it does not look like the fork is bent. Also, he said that on the wood and linoleum floors, with the wheel locks engaged, the trex28rp wheel chair will slide while his wife is pushing off to stand up. No further information provided.